Event description:
N/a.

Manufacturer narrative:
Certas valve (ID 828826) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected, a needle hole in the needle chamber was noted. The valve was hydrated. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested and only leaked from the needle hole in the needle chamber. The catheters were irrigated, no occlusions noted. Root cause analysis- no root cause could be determined for the issue reported by the customer as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion issues with the valve were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (B)(6) was implanted via ventriculo-peritoneal shunt on (B)(6) 2021 with setting 4. On (B)(6) 2023, the patient presented with a headache, x-ray was performed showing ventricular enlargement. There was no change in the ventricles even when the set pressure was lowered stepwise from 3 to 2 to 1. Since obstruction was suspected, the valve was removed and replaced on (B)(6) 2023.